Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had blockage at site on (B)(6) 2024. The blood gluscose level was displayed high and was managed by multiple daily injections (mdi). No further information available.